Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated using the quick start feature and was emitting a constant beep tone. Limited programmability was available.